Manufacturer narrative:
Correction for suspect medical device¿ if implanted, give date was corrected from (B)(6) 2016.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4). The device remains implanted and the delivery system was discarded, so no engineering evaluation could be performed.

Event description:
It was reported to gore that a gore® viabahn® endoprosthesis was inserted through an introducer sheath, where a brachial artery access was used, and successfully advanced to the target lesion, the right axillary artery. It was stated that when device deployment of the gore® viabahn® endoprosthesis was initiated, the endoprosthesis could be deployed without any difficulties. It was reported that when the physician tried to remove the deployment line from the deployed endoprosthesis, the deployment line became stuck and could not be removed. The deployment line was cut next to the hub and the delivery catheter of the viabahn endoprosthesis could be removed. Another attempt was made to remove the deployment line from the deployed endoprosthesis where some force was expended which resulted in a displacement of the implanted device. It was stated that the patient was converted to open surgery and that the axillary artery was opened where the remaining deployment line of the endoprosthesis could be cut and removed distal. The procedure was completed by implanting another gore® viabahn® endoprosthesis without any difficulties. The procedure time was prolonged about 2 to 2,5 hours.